Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient gum tissue was "burned" after use of hemoban gel. The dentist stated it was put on the cord and it happened within minutes of use. The event outcome is unknown as of this MDR evaluation.